Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected due to blank display.

Event description:
Customer reported via phone call that the they just inserted a new battery and it depletes immediately after one day. Customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.